Manufacturer narrative:
(B)(4). Evaluation: results: (gi bleed).

Event description:
Two endeavor sprint over the wire (otw) drug eluting stents were implanted; one in the proximal lad and one in the mid lad. There was a third endeavor sprint (otw) implanted in the mid rca during a staged procedure one day later. It was reported that the pt suffered a spontaneous gastrointestinal (gi) bleed two days post index procedure. The pt was admitted with chest pain, epigastric pain and melenic stool. The pt was found to have a large, very deep gastric ulcer and was treated with protonix IV and carafate slurry. It is reported that the pt recovered with treatment. The pt was taking aspirin and clopidogrel at the time of the event. Investigator has indicated that the event was not related to either the study stent or the study procedure. (Ref mf# 2953200-2011-00519, 2953200-2011-00520).